Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. The celiac artery was heavily stenosed. It was reported that the patient had a follow up cta performed approximately three months after the implant of the valiant stent grafts. The cta showed a distal type I endoleak from the valiant stent graft. The patient was scheduled to have endurant stent graft system implanted for abdominal aortic aneurysm repair. During the procedure to implant of the endurant stent grafts, the physician elected to implant a valiant stent graft to the level of the superior mesenteric artery to treat the distal type I endoleak. The physician then prophylactically implanted six aptus endoanchors into the valiant stent graft to prevent stent graft from migrating during the thoracic aorta remodeling. The stent graft was then remodeled with balloon. Then the physician continued with the implantation of the endurant stent grafts. Final angiogram was done and no evidence of endoleak was observed. The procedure was successfully completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.